Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The investigation was conducted using the information provided by the inspection findings from the third-party repair center. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken ceramic tip. The issue was found during reprocessing. There was no patient involvement.